Event description:
On 7/19/97 an IV therapist rn received a report that the PICC catheter in this 45 y/o pt was "leaking." (PICC catheter was inserted 7/10/97 in right arm vein with approximately 1 1/2" catheter exposed at insertion site). Upon dressing removal, hub of catheter present, catheter not visualized nor palpated along right arm vein. Pt with no complaints. Chest xray indicated PICC catheter in right pulmonary artery. Pt underwent procedure in cardiac cath lab to retrieve PICC catheter. Retrieved with no pt complications noted 7/22/97. (* catheter not attached to hub).